Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer "popped" during a device check and turned off. The programmer was removed from the room and another plug was tried but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not power up and the power supply was replaced to resolve. Concomitant: product ID 229047 software analyzer. (B)(4).